Event description:
Reporter alleged blood glucose measured lo and customer felt low glucose so had some juice, however, one hour later glucose read hi. It was stated within another hour glucose was 495 mg/dl and customer went to the hospital where within 10 minutes their meter read 122 mg/dl. Reporter indicated customer was given a shot by the hospital, contents unk, and remained there from 1-7 am. A request was made for the return of the suspect device and replacement product was sent.